Event description:
Drain broke in the pt, removal attempted on day 9. They had to go back in and surgically remove the broken drain. Dr has sent the drain to their biomed and will check to see if it is available to be returned to reporter.